Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii/ iii and seroma-late.

Event description:
Patient reported "that has a problem with the prostheses, patient reports that five months ago started to feel pain, but thought it was because patient was going to the gym and it would be something muscular, but started to feel a throbbing in the breasts when waking up. Patient went to the doctor, where performed ultrasound and has fluid in the left breast, patient feels discomfort and pain on both sides, but the left side is the one that is most affected, it is the one with fluid, patient cannot lift the arm and it's very red." Healthcare professional reported capsular contracture baker grade 2-3. This is for the left side. The device still remains implanted.